Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 02/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port infusion treatment, resistance was allegedly experienced. It was further reported that an x-ray identified that the tip of the catheter was blocked. Reportedly, two attempts were made to flush the catheter with urokinase; however, the hcp was unable to remove the blockage, so the device was removed from the patient. The patient expired after being discharged from the hospital. The patient's death was due to multiple organ metastasis of advanced liver cancer. The relationship between the device and the patient death is unknown.